Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspection of the unit revealed burned and damaged components on the pcb board. Due to the condition of the pcb board the return unit could not be used for testing or further performance evaluation. At the time of receipt, the pes power cord was not returned; therefore, a test power accessory was used. Because the original power cord was unavailable, it cannot be determined whether it contributed to the damaged components or if it was defective in any way. However, both the power supply and right-angle extension were tested and functioned properly with no additional findings or exposed wires observed. As a result, known- good (golden) pcb board was installed to replace the damaged board. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Following replacement, the unit successfully loaded patient data updated software and transmission reading without issue. Customer reported pes was having difficulties powering on, leading to a burning smell within the unit ¿ confirmed. Pes revealed significant damaged components that led to a burning smell, which caused the unit not being able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
This report is to advise of an event observed during analysis of the unit revealed burned and damaged components on the patient electronic system pcb board.